Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the black temperature cord was frequently broken.

Event description:
It was reported that the black temperature cord was frequently broken.

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used temp sensing extension cord. Visual inspection of the photo sample noted that one end of the cable cord connector was broken/cut off. A potential root cause for this failure mode could be ¿"user unfamiliar with device or procedure; user technique". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with compatible 400-series temperature monitors" "do not autoclave or sterilize the monitor cable by ethylene oxide." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.